Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient felt vaginal burning like a uti, wasn't feeling well, and said the evaluation was painful. The patient did bend over to pick up their pad which irritated them. Patient was advised to connect with their healthcare provider (hcp). Three days later, patient wasn't feeling stimulation and assistance was offered to the patient who declined because their son was sleeping. The patient has a uti and is seeing their hcp. Patient's back is still aching "which md if informed of issue." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.